Event description:
The patient reportedly hit his head at the implant site. The patient reportedly experienced intermittency. External equipment was exchanged; however this did not resolve the issue. Testing revealed that the device is functioning. Surgery to explant the patient's device has been scheduled.